Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and no anomalies were found. However, several conductors had blood/body fluid (not obstructed), outer tubing overlay was melted, outer insulation has cosmetic environmental stress cracking. There was blood in/on helix/lobe mechanism and apparent explant damage.

Event description:
It was reported that the right ventricular (rv) ring to coil impedance decreased and experienced an apparent fracture. The rv lead was explanted and replaced. No patient complications were reported as a result of this event.